Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for vancomycin. The sample was a trough sample. The sample initially resulted as 33 ug/ml and this value was reported outside of the laboratory. The sample was questioned by a pharmacist, so it was repeated, resulting as 19 ug/ml. The repeat result was believed to be correct. The patient was not adversely affected. The vancomycin reagent lot number was 67476101 with an expiration date of 04/30/2014. The field service representative could not determine a cause. He checked the "abs/fp" functionality. He checked the fluidic system for leaks. He checked the pcb analyzer module and found no signs of corrosion or leaks. He checked the transfer head and found no signs of leakage or corrosion. He checked the probe alignment and transfer head parallelism. He performed a check test 3 times and this passed. He performed the "adjust analyzer initial rotor lb" and this passed. He replaced the rotor belt and tension spring. He adjusted all workstations. He performed workstation accuracy and this passed. He performed a "100% measurement check" and this passed. He performed a "0% measurement check" and this passed. He performed a "reproduction test grey" and this passed. He performed "fp photometer checks/ fpnx tests" and these passed. He performed a "measure fp background" and this passed. He performed a "self check fp" and this passed. He ran a precision study with quality controls and patient material. The instrument was returned to the customer.

Manufacturer narrative:
A specific root cause could not be determined. It was determined that a reagent issue is not likely since controls were within range prior to and after the event. A general issue with the instrument can be excluded since calibration and quality control results are acceptable.